Manufacturer narrative:
On (B)(6) 2021, per proper codification the codes were updated: local reaction and lymphadenopathy codes were removed per clinical review. On (B)(6) 2021 , the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 8/30/2021, it was reported to mentor that the right side was removed on (B)(6) 21 and left side was removed on (B)(6) 21. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 550cc breast implant had parallel lines of shell wear on the anterior aspect. Additionally, a tear measuring approximately 13 cm was found within the shell wear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, local reaction, lymphadenopathy, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and suffered bilateral generalized illness, local reaction, lymphadenopathy, rupture. The patient experienced breast swelling in the left breast and milk production in both breasts, fatigue, dizziness, vertigo, feeling of numbness in arms at times, lymph nodes in groin and left arm are swollen. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 650cc on (B)(6) 2021. This medwatch is for the left side.